Event description:
It was reported by service report that the siderail would not lock in the upright position. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Bent siderail.